Event description:
It was reported that one day post implant the patient presented to the ed (emergency room) with sob (shortness of breath), right sided chest and abdominal pain. A chest x-ray of the patient abdomen revealed right-sided pneumothorax. Chest tube placement was done. Additionally it was noted the patient went into afib (atrial fibrillation) during admission for pneumothorax and medications were administered to the patient to resolve the afib. The following day another chest x-ray was performed and showed a tiny plural effusion and the pneumothorax resolved. It was suspected that during the implant procedure the atrial lead had perforation through the atrial wall, pericardium, pleura and lung. It was later noted that suspect etiology was transient atrial lead screw perforation. The lead remains in use. The patient is enrolled in (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693565, lead, implanted: (B)(6) 2014; 429888, lead, implanted: (B)(6) 2014. (B)(4).